Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # j1241710 mfg. Date 2012-09, exp. Date 2017-09, batch # j1241711 mfg. Date 2012-09, exp. Date 2017-09, batch # j1241718 mfg. Date 2012-09, exp. Date 2017-09, batch # j1241719 mfg. Date 2012-09, exp. Date 2017-09, batch # j1242316 mfg. Date 2012-09, exp. Date 2017-09, batch # j1242318 mfg. Date 2012-09, exp. Date 2017-09, batch # j1242702 mfg. Date 2012-09, exp. Date 2017-09, batch # j1242703 mfg. Date 2012-09, exp. Date 2017-09, batch # j1243053 mfg. Date 2012-10, exp. Date 2017-10. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent an aortic arch replacement procedure on (B)(6) 2013 and a drain was inserted near the xiphoid process and placed in the left pericardium. The end of drain tube was placed near the surgical site of the aortic arch replacement. Weak drain suction was found on (B)(6) 2013. The surgeon commented that normally, drain tubes are connected from a continuous suction unit to portable reservoir bag one day after surgery, but this patient was hemorrhagic. The continuous suction unit was still connected to the patient two days after the surgery. Eventually, the patient developed cardiac tamponade. The surgeon opines that the amount of bleeding exceeded the maximum available flow of the drain which contributed to the event and therefore, it was not because of the product performance of the drain. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1241710; batch j1241711; batch j1241718; batch j1241719; batch j1242316; batch j1242318; batch j1242702; batch j1242703; batch j1243053.